Event description:
It was reported by service report that the fowler was drifting on the cot and would not hold weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.